Event description:
It was reported that the customer passed away. It was stated that the customer was having trouble getting the insulin pump to deliver insulin the night prior to her passing. The next day, the customer was found by police. The customer was deceased and the reservoir was empty. It was stated that the autopsy results were still pending. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.